Event description:
It was reported that the patient's catheter had dislodged from the intrathecal space. The patient was not receiving adequate pain control. The catheter was revised on (B)(6) 2012. It was noted the event was related to the implant procedure. The patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).